Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device for use, it was observed that the devices standby option is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not duplicate the reported problem. Assisted customer in testing standby mode and no problems found, avg air and o2 in pneumatics is within specs with nothing attached at patient outlet, no humidifier attached to the unit. The rse advised customer to let unit stay in standby to verify it is working then test air and o2 flow accuracy per the v60 pm procedures, customer acknowledged and no further follow up is needed per customer request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.